Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced image processor board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the images on the 9900 system is full of vertical lines and unusable. No patient injury was reported.